Event description:
It was reported that a revision surgery was performed due to pain, swelling, disassociation of the cup and dislocation of the insert.

Manufacturer narrative:
The devices, used in treatment were not returned for evaluation, reporting event could not be confirmed. A clinical evaluation was conducted and confirms per subsequent email, no relevant clinical information will be provided. Without the request clinical information, a thorough medical investigation cannot be rendered. Should any additional medical information be provided this complaint will be re-assessed. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.